Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were in tact. Visible contamination on left plunger case with flippers stuck open. Force sensor test and check syringe plunger were found in the event history log. The reported issue for force sensor test alarm was unable to be duplicate. All force sensor readings were within specification. For the plunger clamp sticking this reported issue was found at power up. The root cause for force sensor test alarm was unable to be determine. There was no damage to the force sensor. The root cause for plunger clamp sticking was found to be fluid contamination on the left plunger case and flippers. The technician replaced force sensor as a preventative measure and replaced left plunger case. Preventive maintenance was performed and all functional tests passed.

Event description:
It was reported that the force sensor test alarm and plunger clamp sticking. No patient injury was reported.